Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was noted to be fractured during an elective device replacement procedure. The lead was extracted and returned to guidant's reliability assurance laboratory for anlaysis. The lead was extracted and replaced without adverse effect noted to the patient.